Event description:
It was reported that during a peripheral declotting treatment procedure, in the arm of the patient, zipwire became stuck in the balloon catheter. The physician inserted the 150 cm zipwire into the patient and advanced an ultra-thin diamond 7 x 10, 40cm balloon catheter over the zipwire. After treating the target lesion, the physician flushed the wire with saline and attempted to remove the balloon catheter, but the balloon catheter locked onto the zipwire. The physician flushed the wire with saline again and noticed that an area of the zipwire about 30 cm from the distal tip (not inside the patient), felt like it was missing the hydrophilic coating. The physician advanced the balloon forward and then removed only the zipwire, leaving the balloon catheter in for access. The zipwire was replaced with a merit guidewire, which was inserted through the balloon catheter, and the case was successfully completed. No patient injuries or complications were reported. Patient status is reported as "no harm."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time.